Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the next day of after the bullous emphysema resection using duet, a large amount of blood was found in drain. Four duet60-4.8 and 2 echelon were used in the surgery. Fresh 210cc blood was found in drain. Total amount of bleeding is over 500cc. Three hours after hemostatic agent was administrated, bleeding stopped, so re-surgery could be avoided. Drain was placed right above the stapled line, and removing device was done with caution.